Manufacturer narrative:
Results: bd had not received samples, but five photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for cracked tubes with the incident lot was observed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the bd vacutainer® plus tube clear bd hemogard¿ closure tubes were found cracked after being frozen. No serious injury or medical intervention reported.